Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation underneath the brown and red ECG electrodes. The area was described as irritated skin that was not bleeding or open. The patient's nurse applied cream to the affected area. Follow-up indicated that the irritation was practically gone.